Event description:
It was reported that the generator was getting a low voltage error code prompting the user to reboot the generator. The facility changed the power source, and used a new return pad without success. The error codes occurred during the procedure. The procedure was completed without patient injury, using another generator.

Manufacturer narrative:
At the time of this report the unit had not been returned for evaluation. As additional information becomes available, a follow-up report will be submitted.